Event description:
It was reported that an error message appears when the programmer is turned on. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, an error appears when the programmer is turned on. It was also noted that the stylus was missing.